Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the filiform double pigtail ureteral stent was broken when the package was opened. The device did not make patient contact, so there was no impact to the patient or users.